Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up the pacemaker exhibited longevity overestimation. The pacemaker was reinterrogated, resolving the issue. There were no patient consequences and the patient will be further monitored.